Event description:
Vague report of overinfusion during clinical use. The patient claimed patient was injured. The initial report did not know the type of injury,medication,syringe size,rate,volume to be infused or tubing product code and lot number.